Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Correction initial reporter address.

Event description:
The customer reports male connector of the extension set cracks and leaks. There is no report of patient harm.